Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having to charge the ipg more often, and underwent an ipg replacement procedure. The old ipg was replaced with an MRI capable device. The patient was doing well postoperatively, and the explanted ipg was discarded by medical facility.